Manufacturer narrative:
Initial reporter facility name: corrected reporting entity from convatec inc. To convatec. No lot number is available. A detailed investigation or batch review cannot be conducted. Although a photograph (s) has been received, no evaluation will be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center in one wafer. Photos depicting the reported complaint issue were provided by the complainant.